Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the set screw would not tighten. A second hex wrench was used, but the screw could still not be tightened. The device was not implanted, and another device was implanted instead without issue. The patient was discharged